Event description:
A reporter/layperson, mother of the patient, spoke with a customer care advocate, cca, on december 04, 2007, alleging the patient suffered a seizure after insulin was injected, based upon this one touch ultra result. The reporter described correct testing, coding, and strip storage. The cca replaced the products. Because this senior medical affairs specialist has been unable to reach the reporter, a letter has been sent and the complaint is classified based upon the cca's documentation. Results are in the correct unit of measure, mg/dl. One month earlier, at 6:15 am, a blood glucose result of "345" was obtained. Whether the reporter performed the test or the patient tested was not provided. The reporter gave the patient an increase dose of insulin, possibly 5 units humalog, based upon the result. At some point after receiving the insulin, the patient experienced a seizure. He was given a glucagon injection and then they contacted emergency medical. The reporter did not indicate whether she tested the patient before or after injecting glucagon. The patient was being transported to hospital when they met the ems in route. Although the ems tested, result 90, the reporter does not know whether the patient was treated on the way to hospital. This complaint is reported because the mother alleges the patient seized at an unknown time after receiving an increased dose of insulin based upon an elevated reading on the lifescan meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.